Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff planned to use the c1 in hiflowo2 mode on a patient. However, even though the c1 was on standby, the hiflowo2 button was grayed out and the c1 could not be used. No patient harm. Ventilator had to be replaced.